Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. There was no impact to the customer¿s blood glucose, as the pump was not being used for insulin therapy at the time of the reported event. Reportedly the customer had manual injections as alternate insulin therapy.